Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported unable to calibrate the rate. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/10/2010 to the present date 01/19/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported unable to calibrate the rate. No patient involvement.

Event description:
The customer reported unable to calibrate the rate. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced sub mechanism assy for failed calibration, rear case housing assy damaged bottom right side, ail sensor assy damaged housing and iui connector assy was corrosion. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/10/2010 to the present date 01/19/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the mechanism assembly. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.